Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, in the gastric antrum, from the first shot, on two handles, the reload did not fully fired. The staples on four reloads, did not form properly and the left was open. Additionally, some of the staples fell into the patient cavity. Migratory staples were removed, but loose staples remained in the place. The stomach at the antrum level was torn, the tissue was compromised which resulted in tissue damage and unanticipated tissue loss. In the gastric sleeve, the greater curvature was devacularized, the stomach had already been dissected and left without irrigation for the sleeve. There was no circulation on that side of the stomach so ninety percent had to be removed. The patient had to have an irreversible bypass as the surgeon had to convert to a roux y-bypass. A black reload was used with the third handle to finish cutting and pulling out the remaining stomach. The surgery was extended for thirty minutes or more.

Manufacturer narrative:
Concomitant product: egiauxl - egiauxl endogia ultra univ xl stapler, lot# p1g0375 egiauxl - egiauxl endogia ultra univ xl stapler, lot# p1g0375 egiauxl - egiauxl endogia ultra univ xl stapler, lot# p1g0375 egia60amt - egia60amt egia 60 artic med thick sulu, lot# unk egia60amt - egia60amt egia 60 artic med thick sulu, lot# unk egia60amt - egia60amt egia 60 artic med thick sulu, lot# unk egia60amt - egia60amt egia 60 artic med thick sulu, lot# unk if information is provided in the future, a supplemental report will be issued.